Manufacturer narrative:
The pump was received with a scratched case, a cracked keypad overlay, a cracked case-corner of belt clip rails near the battery compartment, a pillowing keypad overlay and a serial number label fading. The test reservoir does lock properly inside the reservoir tube. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08705 inches. However, the pump was also received with a loud motor noise during rewind due to faulty motor. The motor was tested outside of the device and passed. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor from the inside of the insulin pump sounded when it was loading the reservoir. Customer stated that displacement test and self test was passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.